Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. Thetrilogy100 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed testing for active exhalation purge valve closed. In conclusion, the device's active exhalation control module aecm was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the during the aecm replacement the stirring fan connector on the system board was damaged - (still functional, replaced as precaution). The device failed for o2 low flow therefore the grey removable foam required adjustment. The inlet air path, air path foam, and flow path were replaced as a part of a maintenance. The base enclosure was reseated due to a gap between enclosure. The system board with daughter board assembly has been replaced as a precaution unrelated to the reportable malfunction/issue. The device passed all final testing.